Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 erc tubing clamp. The clamp is serviced annually. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report the erc clamp, in the past few months, has started to either become stiff to move or sieze up, more in generate to be functional. The issue was identified during priming. There is no report of any patient injury.

Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11: clamp sn (B)(6) was returned to livanova for investigation. The clamp displayed error message "arterial clamp is defective" and the open/close buttons were not available to test clamp movement. Internal inspection confirmed corrosion on the light barrier cable, on the control board zka and on the rotor inside the clamp head, therefore the entire motor and clamp head needs to be replaced to solve the issue. Since for repair more than 50% of the parts need to be replaced, no service quotation has been released for this clamp and it was recommended to scrap the erc. A device service history review has been performed and identified that the units were manufactured in 2014 and one additional event was reported in 2020. The reported failure is a known issue which has been addressed by CAPA relevant to scp electrical clamp - ingress of liquid. Based on findings, some parts of the clamp need to be more resistant against corrosion. Therefore, a both sides covered bearing needs to be implemented and shaft, washers and one part of the plunger has to be made of stainless steel. The analysis of the device service history revealed that ball bearings were never replaced since manufacturing for any of the involved clamps. Based on above facts, the root cause of the reported event has been traced back to defective components (ball bearings and photosensor) likely due to fluid penetration into the erc clamp. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the involved unrepairable clamp (serial number (B)(6)) will be returned to customer with label "not for clinical use".